Event description:
Spontaneous. Pt stated that both pumps serial numbers (B)(4) (maintenance due date 03/23/2023) and (B)(4) (maintenance due date 03/23/2022) alarmed for high pressure and no disposable clamp tubing. Pt changed out cassette and tubing, but pump still alarmed. Pt then changed out the pump and was able to continue the infusion without issue. Author also instructed pt to view the cassette (lot number unknown) to see if the bladder portion of the cassette is protruding from the opening where the blue tab used to be. Pt was able to see and push the portion of the bladder back in and restart the device only for investigational purpose. Pt used a vessel to collect the liquid while the pump was running. No alarms sounded, even after a few minutes and pt did move the pump around to see if that activated any alarms but it did not. Pt will try this again, using sterile method, if pump alarms in the future. No further info, details or dates available. Pump return track info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.